Event description:
Healthcare professional reported a lap-band port leak. The pt was referred to the explanting physician with a "port fracture" and the physician confirmed a port leak. The port was explanted and replaced.

Manufacturer narrative:
(B)(4). Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The serial number initially provided by the reporter was found to be inaccurate and was the associated with the replacement port. The product associated with the serial number provided was not manufactured for use until 2010. The correct serial was asked for by allergan and has not been provided. No additional information has been reported to allergan regarding the serial number or model number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."